Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted if explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. Attempts have been made to obtain missing information; however, to date, no response has been received all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that confetti-like residue was noticed on the surface of an intraocular lens (iol) during surgery. No further information was provided.